Event description:
During a lead revision procedure, the pt experienced pain which resulted in a physical reaction. The physician believes the lead was pressing against the spinal cord due to the pt's position on the table. The pt's system was explanted and she is doing well.